Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the y-site revealed that the crack propagated along a weld line feature in the material. The crack exhibited a granular fracture surface. Abundant superficial stress fracturing was observed throughout the region of the y-site near the orifice. The crack occurred along a molding feature in the y-site material. The abundant stress fracturing was also indicative of material embrittlement, likely caused by manufacturing conditions. The device is a supplied component and the supplier has been notified of this event. H3 other text: device evaluation findings are in the manufacturer's narrative.

Event description:
It was reported that needle utilized to access port 48hr prior and attached to a baxter infusor. Line was primed before insertion and no leak was observed. Pt returned with residue on their garment and a wet dressing. On flushing a leak was observed on the short y site part of the extension set. Exposure to blood/bodily fluids: yes, needle has been utilized to access the port insitu.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that needle utilized to access port 48hr prior and attached to a baxter infusor. Line was primed before insertion and no leak was observed. Pt returned with residue on their garment and a wet dressing. On flushing a leak was observed on the short y site part of the extension set. Exposure to blood/bodily fluids: yes, needle has been utilized to access the port insitu.